Event description:
Reporter alleged thinking the blood glucose monitoring device batteries exploded. Reporter stated there a white substance inside the battery compartment as wll as the battery icon would appear and batteries were not lasting very long. Reporter did not indicate any treatment was received as result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.